Event description:
On (B)(6) 2012, when a valve replacement surgery was made, the surgeon found that 1/3 of the carbon in the jaw of 6006-14 was fallen into the pt heart. Then the chest cr was taken besides the table immediately, and found that it's fallen into the left pulmonary vein of the pt. The surgeon spent two hrs to try to find it, but didn't find it finally . For the safety of the pt's life, the surgeon had to close the pt's chest and finish the surgery. As reported.

Manufacturer narrative:
Complaint product was not returned. Device was not specified. It is not clear if the device and/or lot info will be available. W/o the device and/or lot info it is not possible to conduct a proper investigation at this time.